Event description:
The customer reported the system would fail to boot up. The fse noted the system was "very, very slow to boot up". However, the customer finished cases with another unit. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.